Event description:
It was reported that the monitor fell off the mount onto a pt bed. There was no pt present at the time. No injury was reported. Initial eval indicates that the monitor was incorrectly installed. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.